Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Performance testing confirmed and was able to reproduce the reported error message. The evaluation determined that the error message was due to an electrical component within the device main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) indicating a super capacitor fault. There was no patient injury reported as a result of this incident.